Manufacturer narrative:
External insulation abrasion was noted at 13.5-13.7cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.2-14.3cm from the tip electrode. Internal insulation abrasion was noted at 7.9-9.0cm from the tip electrode. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change-out due to normal eri, externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.